Manufacturer narrative:
Correction: addition of imf f15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date updated g3: aware date of event updated to be 2026-feb-10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient called in because she charges her implantable neurostimulator (ins) every night but still sometimes she suddenly notices a loss of therapy and it turns out her ins is turned off. She doesn't seem to think it is related to a discharged ins. It was unknown under what circumstances the issue was observed. The patient was referred  back to her hcp to get an appointment and ask if the local manufacturer representative (rep)  can be present too. The patient has been notified that they should call back if their issue is not resolved permanently.

Manufacturer narrative:
G2. Foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient¿s stimulation was turning off after charging and the patient was having to turn it on with their handset. Happens 1-3 times a week not consistent. The patient has said there was no induction hobs or magnets when this occurs. Interrogation of the device shows good charging, stimulation usage does have drops on the days the patient said it had turned off. Added another program at slightly lower amplitude to increase interval of charging. The issue has not been resolved. Additional information was received. The cause of the ins turning off after charging has not been found yet, the rep has uploaded the session report and data report. The patient is coming back to clinic in a few months¿ time (not sure on exact date) to see if anything has improved. The patient was given education on charging.